Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that after a surgical procedure, the user had a difficult time removing the blade from the handpiece saw. It was also reported that when the blade was removed, it was noted that the blade was broken at the mount. It was further reported that there were no adverse consequences and no delays as a result of this event.

Event description:
It was reported that after a surgical procedure, the user had a difficult time removing the blade from the handpiece saw. It was also reported that when the blade was removed, it was noted that the blade was broken at the mount. It was further reported that there were no adverse consequences and no delays as a result of this event.

Manufacturer narrative:
Investigation results indicate that the damaged teeth indicated contact with the cut guide. Contact with the cut guide could have caused the tabs to break off the blade. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The associated devices IFU's state that the device and associated handpieces are "intended for use in the cutting, drilling, decorticating, and smoothing of bone and other bone related tissue in a variety of surgical procedures." The quality investigation is complete.